Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2020-12385. It was reported that the patient presented remotely. Review of the remote transmissions revealed the right atrial (ra) exhibited noise; the right ventricular (rv) leads exhibited noise reversion episodes. During procedure, abrasion was noted on both the leads. The ra and rv leads were explanted on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed in the laboratory. Final analysis found the complete lead was returned in three pieces. On the middle portion, an external abrasion breaching the outer insulation and exposing the outer coil was found at 9.9 cm ¿ 10.3 cm from the connector pin. The insulation abrasion at this region was consistent with friction to the device can. On the distal portion, an external abrasion breaching the outer insulation exposing the outer coil was found at 4.8 cm ¿ 6.5 cm from the distal tip. The insulation abrasion at this region was consistent with friction to another device or feature of the patient¿s anatomy. All other damages found were caused by procedural damage.